Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Unit received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 298 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.